Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following complaint description (quotation of the customer/reporter): "device has been unplugged from the wall electricity and shut down immediately." No patient involved reported.

Manufacturer narrative:
Additional information: hamilton medical ag comes to the following conclusion: it was reported: ¿device shut down immediately after being unplugged from mains power.¿ there was no patient involvement. The analyzed logfiles indicating that the event occurred on (B)(6) 2025. However, the complaint was reported to hamilton medical ag on 4. (B)(6) 2025 and this date was indicated as reported date of incident. The logfile analysis showed multiple shutdowns without proper software-off. ¿software-off¿ refers to a proper, controlled shutdown initiated by the device. The log shows on (B)(6) 2025 multiple restarts without matching software-off entries, meaning the device shut down abruptly. The hardware investigation confirmed that battery sn (serial number) (B)(6) showed no visible damage and functioned as intended. The battery was put in a hamilton-c6 and worked well. An endurance test over 40 days was performed and no failure occurred. The indicated behavior can only be reproduced if the hamilton-c6 operates on battery power, and the battery is shaken and pulled to the stopper. An interview with the service technician from the hospital indicated that the hamilton-c6 fell down (exact date of occurrence not indicated) and that the battery was pushed more firmly into the device and then the device was started again. The event could explain the issue. After this investigation, the battery was replaced. The hamilton-c6 ventilator passed all tests and is back in service.